Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event. The hospital inadvertently discarded the device.

Event description:
Pt presented with calcified, 7mm iliacs; not a good surgical candidate. The iliacs were predilated with 10x40 balloons. After implant of a bifurcated device, while retracting the delivery system, the pt's pressure dropped to 40/20. An occlusion balloon was brought up the contralateral side to maintain the pt's pressure. It appeared as if the delivery system had torn the external iliac, however, it is unclear if this occurred upon insertion or removal. The pt was taken to the or where she was converted to open repair; the endologix device was explanted, a surgical graft was sewn in, and the iliac artery was repaired. Pt tolerated the procedure well.